Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying a battery indicator. This complaint was classified using the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue, he had symptoms of "shaking." The patient reported the alleged issue first occured on (B)(6) 2012 at 6pm. The patient reported using insulin (unknown type and dose) 3 or more times a day and usually tests 4 or more times a day. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. However the patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting the patient reported this was not the first time the meter had been used, and there was no misuse of the product. The cca discovered the subject meter needed to be recharged, however the alleged issue was not resolved with a recharge. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have contributed to the alleged injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.